Event description:
Physician reported right side rupture diagnosed by MRI and capsular contracture baker grade ii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture, and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed in the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation is observed. ¿ crease is observed. ¿ yellow particles were observed on the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.